Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule could not be located after being seen in a mouth. Pt did not spit it out and were unable to locate it in the stomach. The capsule was found in the pt's mouth. The pt was not injured following the procedure.